Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noticed that the left monitor hinge cover was missing. Further inspection revealed that the monitor had suffered much damage to the hinge corner. The stm replaced the upper display bezel (0380-00-0559), upper hinge cover display (0380-00-0561), upper inside badge label (0334-00-1809), cardiosave label (0334-00-1810-01), upper display mon-video power cable (0012-00-1817), left display hinge (0105-00-0138-01), right display hinge (0105-00-0138-02), and the display seals. The stm completed all safety, functionality, and calibration checks which passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit was missing a hinge cover and bent hinges on display. There was no patient involvement.